Event description:
Customer reported sporadic problem with sudden high eosinophil results on patient samples when using the coulter lh 750 hematology analyzer. Upon rerun, the results were normal. Erroneous results were not reported out and there was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the light scatter sensor ((B)(4)) to resolve this issue. Identification of failure modes was attributed to the light scatter sensor. Upon recur, the failure mode identified will likely cause erroneous differential and/or reticulocyte results due to counting / sizing error or measurement error. Evaluation of product labeling: coulter lh 750 hematology analyzer operator's guide, (B)(4): beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, decision rules. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.